Event description:
It was reported that low impedance measurements were identified on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4568-45 lead implanted: (B)(6) 2000. A 4194-88 lead implanted: (B)(6) 2008. (B)(4).